Event description:
Ventlab, bubble humidifier (high flow) with 6 psi procedure relief valve ref 6900, lot 230391. Bubble humidifier placed on oxygen concentrator, checked pressure relief valve, no indication of pressure relief. Dose or amount: 5 lpm, frequency: continuous, route: respiratory. Event abated after use stopped or dose reduced? Yes. Diagnosis or reason for use: hypoxia.